Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the battery has gone out as it is not working anymore for them. The patient has not seen their healthcare professional for 3 years as they have had no problem. The patient also mentioned that they are unsure if the implant moved or something as they were feeling the stimulation in a slightly different area, or if it was just because it was ¿on its way out¿. The patient stated that it has died, and it had to have been some time before christmas. The patient's healthcare professional has changed in the office and it is 20 miles from where they live, so the caller was looking for other healthcare professionals in their area. Patient services sent the patient healthcare professional listings. No further complications were reported.